Manufacturer narrative:
5076-58 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively on the day of implant, an x-ray determined that the atrial lead had dislodged and had fallen into the ventricle. The lead was revised and remains in use. No patient complications have been reported as a result of this event.